Event description:
It was reported that the pt lost sound in 2009. One month later, the pt started to experience vertigo. The pt has been treated with omeprazole and amoxicillin. Troubleshooting the pt's device confirmed zero impedances. Surgery to explant the pt's device will be scheduled.